Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 24 mmol/l (432 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated although they took a meal bolus the bg levels increased. The pod was removed, and a new pod was applied. The bg levels returned to the desired range. Device investigation found the cannula to be flattened and stretched.

Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was returned for investigation, and the exposed portion of the soft cannula was observed to be flattened and stretched, which caused the soft cannula to measure out of specification, 26.58 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Although the cannula was damaged, the timing and cause of the damage could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.